Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician believed that a device feature that monitors the pacing amplitude threshold and adjusts right ventricular (rv) outputs causes device outputs to increase. This output increase results in the device's battery draining prematurely. The device remains in use. No patient complications have been reported as a result of this event.